Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted other thoracic surgical procedure, that there was an issue with the monopolar energy on the erbe system, resulting in an activation being interrupted with a c-34 error message. The customer received phone assistance from the technical service engineer (tse). The customer initially attempted to resolve the issue by trying a new monopolar energy cable, a new monopolar instrument, and using a different monopolar port, but the issue persisted. The surgeon was proceeding with the surgical procedure using the bipolar instruments. The customer was advised by tse to try using classic mode, which allowed the monopolar energy to work. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure c-34 error was confirmed and replicated. During power-on test, the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the generator. This issue can be resolved by replacing the generator.

Event description:
Refer to h11 for follow-up information.